Event description:
It was reported via user medwatch (B)(4) that a catheter issue occurred. The target lesion was located in the left anterior descending artery (lad). The opticross hd (oc hd) imaging catheter was advanced for ultrasound examination of the target lesion. During the percutaneous coronary intervention, the distal tip and the coating of the oc hd 3.0 f x 135 cm catheter with a total of approximately 10.5 cm was sheared off in the patients lad vessel. Multiple attempts were made to retrieve the foreign body without success. The physician was able to place stents pinning the unretrieved portion of the oc hd catheter to the vessel wall.

Event description:
It was reported via user medwatch (B)(4) that a catheter issue occurred. The target lesion was located in the left anterior descending artery. The opticross hd (oc hd) imaging catheter was advanced for ultrasound examination of the target lesion. During the percutaneous coronary intervention, the distal tip and the coating of the oc hd 3.0 f x 135 cm catheter with a total of approximately 10.5 cm was sheared off in the patients lad vessel. Multiple attempts were made to retrieve the foreign body without success. The physician was able to place stents pinning the unretrieved portion of the oc hd catheter to the vessel wall. It was further reported that at distal 7-10 cm of the sheath that covers the transducer was the part of the device that was unable to recover. However, the patient was stable.